Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down buttons were under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination or damage was found to the button contacts. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two places.